Manufacturer narrative:
The appliance is being returned and has not been received for evaluation yet. Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted. This is the 2nd of 2 reported events for the same appliance. Please reference 3011649314-2018-00208 ((B)(6)) for the 1st event.

Event description:
This is the report # 2 for the 2nd event: it was reported that the patient experienced reoccurrence allergic reaction after using a tap iii appliance. The patient attempted to wear the appliance a 2nd time and developed the same reaction. The patient had blisters on lips, tongue and in mouth. Per provided information, the patient is allergic to acrylic.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device felt smooth. No cracks were found. Mouth guard's layers were intact and not separated. The appliance turned yellow due to the normal usage. The appliance was returned in a very clean condition with no white deposit or debris present. Metal accessories were inspected and confirmed to be intact. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. Although the root cause could not be explicitly determined, a probable cause for the allergic reaction could be the acrylic contained in the device. Per provided information, the patient was reported to be allergic to acrylic. While the appliance hardware has acrylic, there is a possibility of developing an allergic reaction in people with existing acrylic sensitivity. This incident is being monitored, tracked, and trended.